Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an anterior cruciate ligament (acl) surgical procedure, it was observed that the small battery drive device would only operate in reverse. It was reported that there was no delay in the procedure due to the event as an unspecified spare device was available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the part will only operate in reverse could not be confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that device had no power and did not function. It was also observed that the coupling head was worn, and there was corrosion on the internal components. The assignable root cause was determined to be component wear for normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.